Manufacturer narrative:
Follow-up #1 date of submission 01/11/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 12/28/2015 with the following findings: a visual inspection of the pump showed that there was no evidence of moisture in the pump. The pump failed a leak test due to a crack at the battery compartment. The pump cover was opened and no further moisture was found. Unrelated to the complaint, the audio bolus button cover was torn. The button operated properly during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. It was reported that the battery cap could not attach to the pump. The battery compartment was reportedly damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.